Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized low readings and auto off alarm from the insulin pump. At 11:59pm, the customer was at 130 mg/dl and at 12:45 am, the customer was under 20 mg/dl. The customer stated that her daughter called emergency medical services. The customer was treated with IV, glucose, food and juice. The customer stated that she tried to prime her pump, and insulin was squirting. The customer stated that insulin continued to drop out of the tubing while priming and letting go of the act button. The customer's current blood glucose is 333 mg/dl.